Event description:
The resident had been removed from the bath with the miranti. The resident moved to site at the end of one of the backrests (lying position) instead of the middle. The lift tipped, and other back support fall onto hex head. The resident sustained an incision to the head.